Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a leak was noted in the hemostasis valve when a 17.5mm catheter was inserted and mapping was performed. The sheath was replaced and the procedure was completed with no consequences to the patient.